Manufacturer narrative:
Visual evaluation of the returned device found that the flare had separated from the handle, and no kinks were noted along the catheter or wire. The detached flare prevented the loop from extending from the sheath. The condition of the returned device was consistent with the complaint that the device failed to extend and that the sheath seemed too long; the complaint was confirmed. Although in this case the catheter length was found to be within specification, the detached flare could easily be confused with a longer catheter length. A definitive root cause for this failure could not be identified. A review of the device history record (DHR) was performed; no anomalies were noted.

Event description:
It was reported to boston scientific corporation that a rotatable oval snare was used during a polypectomy procedure (procedure date unknown). According to the complainant, the snare would not extend from the sheath when the handle was actuated; the nurses noted that it seemed the sheath was too long. The procedure was completed with another rotatable oval snare. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good. This event has been deemed a reportable event based on the investigation results: flare detached.